Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction : describe event or problem. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported norepinephrine (16mg/250ml) was programmed via interoperability as a continuous titratable infusion at 51.1ml/hr. Also running at the time of the event was precedex 1mcg/kg/hr; dextrose 5 at 150ml/hr; insulin at .14 units/kg/hr heparin 9 units/kg/hr and vasopressin 0.03 units/hr. It was reported the norepinephrine had over infused. There was patient involvement but no harm.

Event description:
It was reported that there was an over infusion. There was patient involvement but no harm. Although multiple requests were made, no additional information was provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.